Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office called to request either a refund or to replace a partly utilized take home kit for a pt that had a severe allergic reaction after whitening at home for two days on (B)(6) 2015. She said the pt has redness, blisters, and swelling on her lips and gums, and also had redness and blisters on her face, neck. And the upper region of her chest. This office knew that the pt is hyper-allergenic, yet allowed her to whiten away. We informed office to advise the pt to discontinue use of the kor desensitizer indefinitely, as this was most likely due to a hema allergy. She said pt went to the doctor the afternoon of the 2nd day, and she has permanently discontinued all desensitizing and whitening, while her general practitioner prescribed her some anti-inflammatory medication. The pt stopped by to see the dentist on (B)(6) 2015, and much of her swelling, redness, and blistering had subsided. Followed up with dental office on (B)(6) 2015, they said that the patient's blisters, swelling, and redness have subsided, and she has returned to normal.